Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit received [error 38] during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump [error 38]. All buttons function properly. Pump was cut open to perform visual inspection and found motor flex cable not plugged in properly. Error 38 confirmed in the pump history/trace files on 12/38/2024 at 22:41:33.000. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, and cracked battery tube threads. Alleged pump error 38 alarms confirmed during rewind and in the pump history/trace files due to motor flex cable not plugged in properly. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.